Event description:
It was reported that the patient never had therapeutic effect. The patient had not had therapy effect since implant. This was the second time that stimulation had hurt the patient and they woke up 2 days ago and it was hurting them in the vaginal area. The patient¿s family member tried to turn it off but couldn¿t. Several weeks ago the patient had pain from the stimulation and they had been back and forth to see their health care provider (hcp) for programming. The patient was sleeping and their family member was not able to establish contact with the implantable neurostimulator (ins). They saw the splash screen on the patient programmer and the batteries had never been changed. The patient¿s family member installed new batteries in the programmer and synced with the ins. The ins icon did not have a lightning bolt. The hcp had turned up stimulation to 3.7v and the patient¿s family member just wanted it off for now. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0n11u, implanted: (B)(6) 2014, product type: lead. Product ID: neu_pt m_prog, product type: programmer, patient. Product ID: neu_ptm_prog, product type: programmer, patient. (B)(4).